Manufacturer narrative:
H3: analysis of the communicator found ¿failed bench test¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator was not charging. The patient tried 6 different usb cords and none of them were great. The agent had the patient reset communicator 3 times and the patient confirmed location was on. The patient plugged the communicator in to charge and the battery light did not turn green. The patient stated she wiggles the cord and at times will see a red or green light. The patient mentioned she needed to get her boluses. The issue was not resolved through troubleshooting. A request was sent to the repair department for a replacement communicator due to the communicator would not charge.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.